Event description:
A malfunction was reported, indicated by a malfunction code "malf 0," and the cgm had notified the customer of an out-of-range event prior. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the customer to use multiple daily injections as a backup therapy while a replacement pump was sent. The customer was informed about receiving a pump with updated software, the procedure for inserting a new sensor, and instructions for setting the pump into storage mode. The customer acknowledged the instructions and agreed to return the problematic pump to tandem using a pre-paid label within 10 days.